Event description:
The technician alleged that the head of the bed has a very slow drift. No pt impact.

Manufacturer narrative:
The technician replaced the cardio pulmonary resuscitation valve and the head down valve to resolve the issue.